Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown brown and black dust-like contamination on the air inlet of the blower box, white dust-like contamination on top of the blower motor and the blower motor seal, black contamination on the air outlet of the blower box, on the front panel and on the bottom enclosure. They observed hair/fiber contamination on the front panel and on the bottom enclosure. Evidence of mineral deposits spots indicates the liquid ingress was observed on the bottom of the blower motor and on the blower box. Evidence of sound abatement foam degradation/breakdown was no observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the complaint or address the symptoms specified.